Manufacturer narrative:
Terumo has received the device and is in the process of performing the evaluation. When looking at the pack specification there is a 3/8" y connector in assembly number 12 and a tubing plug (line 21) is attached to the 3/8" y. The tubing plug is placed over the 1st barb only (in the factory) per the customer request. In some procedures, they perfuse the carotid circulation and line 21 is removed (during set-up) and replaced with a longer segment of 3/8" tubing which can be routed thru a roller pump. In most procedures, the tubing plug is pushed on further (over the 2nd barb) and tie banded. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow-up. We will submit a follow-up once evaluation of the device is complete. (B)(4).

Event description:
It was reported to terumo cardiovascular systems that line l21 was pushed on and cable tied. It popped off during the case. Perfusionist stopped pump, put the stub back on and de-aired the circuit and proceeded to perfuse the pt. A 500 ml of blood were lost during the situation and about a 1 minute delay was experienced during the process. No pt harm reported or observed. Clinical data gathering confirmed that the disconnect was between the oxygenator and arterial filter at 36 degrees c and a blood flow rate of 4.6 l/min. For this case it was determined that the dead end tubing used at this connection was not being removed and replaced. They pushed the tubing past the 2nd barb and tie banded the connection. The hematocrit dropped from 30% to 27 %, due to the loss of blood. No transfusion was required because of this tubing disconnect and associated blood loss.